Event description:
Customer alleged right side front arm hblock/arm socket broke. No injury alleged.

Manufacturer narrative:
No RMA initiated for this issue. Quote (B)(4) was initiated for the repair. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the right side from arm hblock/arm socket is broken. The dealer does not have any further information. The product is not being returned for evaluation.